Event description:
It was reported that the patient with this right atrial (ra) lead experienced a syncopal episode, it was noted the paced rate was in the 20s range. A field representative checked the device and reported noise on the rv channel and failure to capture. Pacing inhibition lasting less than two seconds was also reported. The device was reprogrammed to address the issue and both this ra lead and the associated right ventricular lead were later explanted; the associated device was explanted at the same time for normal battery depletion. The field representative reported that, at the time of explant, insulation damage was visible on this lead. No additional adverse patient effects were reported. This lead was returned for analysis, which is ongoing.

Event description:
It was reported that the patient with this right atrial (ra) lead experienced a syncopal episode, it was noted the paced rate was in the 20s range. A field representative checked the device and reported noise on the rv channel and failure to capture. Pacing inhibition lasting less than two seconds was also reported. The device was reprogrammed to address the issue and both this ra lead and the associated right ventricular lead were later explanted; the associated device was explanted at the same time for normal battery depletion. No additional adverse patient effects were reported. This lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than damage sustained during explant. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.